Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due to the misinterpretation of a high ventricular rate caused by atrial fibrillation. The patient reported symptoms of extreme discomfort. The ICD was reprogrammed and the patient was in stable condition.